Event description:
It was reported by the customer that the intra-aortic balloon (iab) was prepped per instruction. When the md inserted the sheath into the patient the sheath kinked. The md requested another sheath and as a result, the clinician opened another kit and took the insertion kit out of that kit to use. The iab was able to be inserted without incident.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed, if additional information becomes available.